Event description:
The customer reported the bronchofibervideoscope was displaying only half of the image. It was not specified during what type of device usage the reported event occurred. There was no reported patient injury or medical intervention associated with this event. During the evaluation of the device, the acoustic lens appeared to be peeling which contributed to the alleged image issues and an unrelated malfunction was observed, the bending section adhesive appeared to be detached.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, the investigation identify an unrelated reportable malfunction: the adhesive on the bending section was cracked and detached. Based on the results of the investigation, the alleged image issue was attributed to damage on the ultrasonic probe and the acoustic lens was peeling (degradation problems) which is considered a component failure, and the adhesive detachment was attributed to stress related problems, however, a definitive root cause could not be established. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.